Manufacturer narrative:
Arjo become aware of an issue involving a citadel bed. Following information provided, the citadel bed frame was bent and a distance was found between the retaining clip assembled on subframe spigot and bearing assembled into radius arm. The radius arm did not detach from the bed¿s frame and the gap did not cause collapse of any part. There was no indication regarding patient involvement. No injury nor other medical consequences reported. Based on photos attached to the complaint record and reported condition of the device, it was established that the reported malfunction was caused by the mattress incorrectly installed on the bed frame. A drag handle (part of nimbus mattress that enables transport of mattress) was fastened to the immovable bed frame (chassis) and as consequence limited movement of the backrest section and bent the frame. The facility reported that the same issue occurred on 2 another arjo medical beds, so two additional reports were submitted under manufacturer report no 3007420694-2020-00050 and 3007420694-2020-00051. The nimbus instructions for use (649933en rev. 7) describes step by step preparation of the product for use. One of the points instructs: "the drag handles enable transportation of a patient in case of emergency. This is the only situation the drag handles can be unfastened. In any other situation the drag handles must be fastened to the base cover.¿ when the drag handle is fastened according to IFU, it is impossible that the drag handle of the mattress will be blocked by any obstruction or part of the bed. Additionally, the IFU included the following note ¿if the bed has divided sections for independent elevation of patient¿s head and/or knees, attach the mattress to the movable parts of the bed frame only.¿ in summary, the citadel bed did not meet the manufacturer¿s specification. There was no indication regarding patient involvement at the time the malfunction occurred. The complaint decided to be reportable in abundance of caution due to the fact that incorrectly installed mattress on the bed frame limited movement of the bed and bent the frame what resulted in the unaccepted distance which may lead to the radius arm detachment and bed collapse.

Manufacturer narrative:
The investigation is ongoing. The results of the investigation will be provided to the follow-up report.

Event description:
Arjo become aware of an issue involving a citadel bed. Following information provided, the citadel bed frame was bent and a distance was found between the retaining clip assembled on subframe spigot and bearing assembled into radius arm. The radius arm did not detach from the bed¿s frame and the gap did not cause collapse of any part. There was no indication regarding patient involvement. No injury nor other medical consequences reported.